Event description:
It was reported that the console displayed the incorrect output. A rotapro console was selected for use in an atherectomy procedure. After the fifth or sixth run of the device inside the patient, the rotapro console displayed a device rotation speed of 80,000 to 90,000 rpm and then continued to drop below that. However, the console should have been reading between 150,000 to 160,000 rpm. The physician felt that based on the sound of the device, the device appeared to be spinning at a high rpm but the console was reading a significantly lower rpm. The procedure was completed with the original device. No patient complications were reported.